Event description:
A discordant, false positive troponin result was obtained on one patient on an advia centaur xp instrument. The initial result was reported to the emergency room as a preliminary result. The same sample was repeated twice on the same system and the corrected result was reported to the physician. There are no known reports of adverse health consequences or patient intervention due to the discordant troponin result.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site to evaluate the instrument and instrument data. The fse determined that the cause of the discordant troponin result was due to a bent reagent (r) 2 probe. The fse replaced the r2 probe and performed calibrations and qc. The instrument is performing within specifications. Further evaluation of the device is not required.